Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff received a high-pressure alarm. The physician decided to remove the balloon, thinking that it was too large. As a result, another iab was used. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the staff received a high-pressure alarm. The physician decided to remove the balloon, thinking that it was too large. As a result, another iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of high pressure alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.